Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a blank main display was neither confirmed nor reproduced during product evaluation. However, upon review of the event history log, failure code 199:xxx was found on the reported occurence date. Quality engineering has confirmed failure code 199:xxx as the determined problem. The root cause of the failure code is a faulty main batteries. The main batteries were replaced to correct this condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a blank main display. This condition had the potential to interrupt delivery. This condition was found in the general patient ward upon power up. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.